Manufacturer narrative:
The investigation confirmed that five non-reproducible higher than expected vitros trop I results were obtained from five different patient samples processed on two different vitros 5600 integrated systems. A definitive root cause could not be determined. There is no evidence that vitros 5600 integrated system j2 was not performing as intended. The within run vitros tropi es precision test completed on the vitros 5600 integrated system j1 was unacceptable indicating an analyzer related issue contributed to the events on that system. An ortho field engineer performed a thorough cleaning of the microwell incubator and completed all associated adjustments. After the completion of the service actions, a vitros tropi es precision test was repeated and acceptable results were obtained indicating the vitros 5600 integrated system j1 was returned to the expected performance. However, higher than expected vitros tropi es results were obtained when processing two patient samples after service actions indicating an instrument j1 analyzer related issue is not the sole contributor of the event. Based on historical quality control results for both vitros 5600 integrated systems, a vitros tropi es lot 2870 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2870 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Additionally, pre analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer is processing the samples following the sample collection device manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined. The MDR is being submitted after the 30 day reporting date due to a technical issue with ortho¿s MDR reporting system. Ortho was unable to electronically submit mdrs from 5 july 2018 ¿ 19 july 2018.

Event description:
A customer observed five non-reproducible, higher than expected, vitros tropi es results from five different patient samples processed using a vitros troponin I es reagent lot 2870 in combination with two different vitros 5600 integrated systems. Sample p1, vitros tropi es result 0.346 ng/ml (pack ID (B)(4)) versus repeat vitros tropi es result 0.019 ng/ml sample p4, vitros tropi es result 0.251 ng/ml (pack ID (B)(4)) versus the expected vitros tropi es result <0.012 ng/ml sample p5, vitros tropi es result 0.322 ng/ml (pack ID (B)(4)) versus the expected vitros tropi es result 0.023 ng/ml sample p2, vitros tropi es result 0.261 ng/ml (pack (B)(4)) versus repeat vitros tropi es result 0.021 ng/ml sample p3, vitros tropi es result 0.309 ng/ml (pack (B)(4)) versus repeat vitros tropi es result <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The customer did not report the higher than expected vitros tropi es results obtained from samples p1, p3, p4, and p5 outside the laboratory. However, the higher than expected vitros tropi es result from sample p2 was reported outside of the laboratory and was questioned by the physician. A corrected report was later issued for the sample. Ortho was not made aware of any allegation of actual patient harm as a result of the events. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).